Manufacturer narrative:
The patient underwent mesh implantation concurrently with hysterectomy due to pelvic organ prolapse and pelvic pain. After implantation patient experienced pain, dyspareunia, infection and bowel problems. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2002 in order to treat pelvic organ prolapse and pelvic pain and mesh was used. The patient underwent the concurrent procedure of a hysterectomy during mesh implantation. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that after implantation the patient experienced pain, dyspareunia, infection and bowel problems. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2002 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 03/29/2016. It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2002 and mesh was implanted concurrently with anterior repair. It was reported that the patient underwent left renal lithotripsy on (B)(6) 2004 due to left renal stone. No additional information has been provided. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced vaginal vault prolapse, enterocele, cystocele, rectocele, urinary urgency and urge urinary incontinence. It was reported that the patient underwent laparoscopic sacral colpopexy,enterocele repair, laparoscopic bso and cystourethroscopy on (B)(6) 2014 by (B)(6).

Event description:
It was reported that following insertion the patient experienced vaginal vault prolapse, enterocele, cystocele, enterocele, rectocele, urinary urgency and urge urinary incontinence. It was reported that the patient underwent laparoscopic sacral colpopexy,enterocele repair, laparoscopic bso and cystourethroscopy on (B)(6) 2014 by (B)(6).